Event description:
During an in-clinic follow-up, oversensing episodes were observed on the device. Technical support was contacted and provided reprogramming recommendations. No intervention has been completed. The patient is stable with no consequences.

Manufacturer narrative:
Further information was received indicating this event did not indicate a malfunction on this product and the complaint is on a non-abbott product.

Event description:
Additional information was received that the suspected cause of the event was due to damage on a non-abbott lead, there was no alleged malfunction on the device.